Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sore throat; nasal/throat irritation or soreness; filters black after 3 nights and particles in tubing/chamber. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. Upon further review, section b.5 should have included allegations of black filters; particles in tubing/chamber. The manufacturer previously reported on MDR 2518422-2022-01465 a product problem from 12-23-2021 related to a CPAP device's sound abatement foam. MDR 2518422-2022-01465 will have a follow-up report completed to show as a duplicate of this MDR report. All information from MDR 2518422-2022-01465 will be included on this MDR. The manufacturer received information alleging sore throat; nasal/throat irritation or soreness; filters black after 3 nights. Section h.6 has been updated to reflect the appropriate codes.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.